Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Upon inspection after impaction, the liner would not seat. The liner was easily flipped out of the shell. The liner was removed, and a new one was implanted successfully.

Manufacturer narrative:
Upon inspection after impaction, the liner would not seat. The liner was easily flipped out of the shell. The liner was removed, and a new one was implanted successfully. Meaningful dimensional evaluation of the returned liner was not possible. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Additionally, research using the as400 system indicates that several pieces from the reported lots have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.